Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation; however, a picture of the malformed clip was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Based on the event description, the unit functioned properly before and after the malformed clips were dispensed. The epix universal clip applier instructions for use (IFU) warns, "do not twist of torque clip applier jaws excessively when positioning or firing on a tubular structure or vessel. Excessive twisting or torquing may result in a malformed clip." This document represents our final report.

Event description:
Lap chole - "surgeon fired 3 clips. The next 1 scissored. The next two malformed afterwards, the device began to work successfully and was used to finish the case. No event sample was saved. However I am attaching pictures that were taken during the case." Intervention - "clip was removed. Device as fired a few more times until fully closed and unseasoned clips began to present." Patient status - "ok."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.